Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and large ketones. The customer changed the infusion set two days prior to the event. Troubleshooting was performed and the insulin pump was programmed correctly. The mother did not have the tubing clamp with her during the phone call. The mother requested to have the insulin pump replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.